Event description:
New information received states that pocket hematoma/infecton was observed due to rv and lv lead revision. The issue was resolved with antibiotics.

Event description:
New information received notes the hematoma was resolved prior to the reported infection.

Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis is normal. No anomalies were found.